Manufacturer narrative:
Vyaire medical file identification: (B)(4). Third party service technician was able to verify customer's reported problem display screen non responsive. Ventilator was tested with a known good ac adapter connected. Performed a display test, results were fail. Lower right section of lcd display would not respond to touch. Service technician installed new lcd display. The ventilator failed final test for non-conformance with measured o2 at pressure and o2 test 12. Measured o2 was 84.4, expected is 85.0 - 95.0. Service technician replaced flow sensor. The ventilator passed final assembly and close up. Display will be sent to vyaire failure analysis laboratory for root cause analysis. Vyaire medical will submit a supplemental report in accordance.

Event description:
The customer reported that the enve ventilator display screen is not responsive. There was no patient involvement associated with this event.